Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device revealed that the main coil was broken off from the delivery wire and the main coil was jammed within the microcatheter. The pusher wire was not returned for analysis. The distal end of the main coil was protruding from the microcatheter and it was stretched. Information available indicated that the coil was confirmed to be in good condition prior to use and that the patient¿s anatomy was tortuous. Based on analysis and information available, it is probable that anatomical factors contributed to the observed damages. Therefore a root cause of operational context has been assigned to this investigation.

Event description:
Device analysis revealed that the main coil was broke off from the delivery wire. There were no clinical consequences to the patient.

Event description:
Device analysis revealed that the main coil was broke off from the delivery wire. There were no clinical consequences to the patient.